Event description:
On (B)(6) 2014, my left saline implant completely deflated. Original surgery date was (B)(6) 2007 which means it fell within the 10 year warranty period. We are military stationed overseas. By the time I was able to schedule surgery here, 3 months had passed and scar tissue was already forming around the capsule. Explantation and revision was on (B)(6) 2014. By this time, the implant was folded over and almost coming through my skin. I had to pay several thousand dollars more than I should have for this procedure since we are overseas but I had no other choice other than spending thousands to fly back to the USA and staying until fully recovered. That was not an option. This is not covered by insurance. I have yet to have everything settled or get any straight answers by allergan. Although I am upholding my end of the deal, I am getting the run around on documents that have supposedly not been received even though they have been sent to the address on the warranty form. The explained product(s) which was completely deflated and thought to have been a valve leak, were sent back to allergan immediately after explantation on (B)(6) 2014. Also, the completed return goods authorization was sent. Original details: first surgery (B)(6) 2007 implants: saline, smooth, round brand: allergan left: ref 68-300 saline filled implant sn: (B)(4) style 68mp.